Event description:
Report received of an over-delivery of 5fu. The pump was set to deliver 5fu at 1ml/hour with a container size of 180ml and a vtbi of 168ml. The pump display indicated that 164ml had been delivered, and the bag was empty. There was not reported pump alarm. There was no adverse event to the patient. The pump was replaced and therapy was continued without incident. The patient also reported having to change batteries 6 times during that week. Though requested, there was no further information available.